Event description:
Three weeks post operatively, a patient complained of crunching noise in his shoulder and was experiencing pain. An x-ray showed metal from the inserter shaft of a bioraptor, knotless suture anchor protruding out of the device. The piece was removed with a grasper during revision surgery. The initial procedure was a shoulder instability repair. The bioraptor, knotless suture anchor remains implanted.

Manufacturer narrative:
Device evaluation: a metal piece from the inserter of a bioraptor, knotless suture anchor device was returned for evaluation of the reported complaint mode, ¿post-operative condition¿. No details regarding the original procedure were provided. Without the full complement of the device or any procedural information, no root cause pertaining to the manufacture of the device can be established. No batch number was provided and as such review of the device history records or complaint history could not be performed. No further investigation is indicated at this time. (B)(4).